Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that three months after surgery, patient complained of pain in his knee (side not reported). X-rays show tibial loosening.

Manufacturer narrative:
An event regarding pain & loosening involving an unknown triathlon femoral component was reported. Conclusion: there is no indication that the product reported in this investigation contributed to the event since patient was revised due to tibial component loosening. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. No other allegations were made against the insert. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that three months after surgery, patient complained of pain in his knee (side not reported). X-rays show tibial loosening.